Event description:
It was reported that patient presented in clinic for follow-up. It was noted that the atrial lead was exhibiting noise and occasional rv lead noise. It was suspected that some of the noise reversion episodes were caused by external emi, but that other episodes were clearly caused by the leads. The rv lead was also exhibiting high capture threshold and low impedance. The patient is not pacemaker dependent and was asymptomatic. Programming changes were made. The patient will continue to be monitored.